Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported having a tooth pulled. The patient alleges the tooth was pulled due to aligners not fitting properly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.